Event description:
At the end of a transfemoral tavr (transcatheter aortic valve replacement) case in a patient with a heavily calcified access site per-close was attempted for closure following sheath removal. Angiogram was taken and extravasation was noticed. Cutdown was performed, the patient remained stable, and hemostasis obtained. They were taken to recovery in stable condition. The extravasation was attributed to the per-close failure. The team did not blame any (B)(6) device for the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).